Event description:
The pump was replaced due to normal battery depletion after an implant duration of 5 years. While explanting the pump, "the pump header (silicone) came off." The pt was reported to have not suffered any trauma at the pump site.